Manufacturer narrative:
Based on the information provided, this event is deemed a reportable malfunction. A quality investigation was performed on (B)(4) 2014, on three devices all bearing the lot the same lot # of 540074r001. Upon close examination it was observed that the outer cannula tube was identified as 7.0 mm but, with one, the inner cannula white, the identification was 7.5 mm, which did not correspond to the size 7.0 mm that was indicated on the product. Review of the assembly batch record did not reveal any signs of related defects detected during the sealing and inspection. Based on the investigation finding the samples did not perform to our requirement. However, this complaint issue has been investigated previously and documented in the CAPA system to address the confirmed complaint and to prevent reoccurrences. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
During a demonstration in front of a customer it was found that the inner cannula did not match the tracheostomy tube; the obturator of cannula was larger than the tracheostomy tube.